Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the transfer set was returned connected to the connecter. When performing analysis of the transfer set it was difficult to separate the female connector from the connector returned connected to the transfer set. While disconnecting the two connectors the female connector separated from the main body on the transfer set. It is undetermined if the difficulty with the disconnection caused the separation of the female connector to the main body or if the separation of the female connector to the main body caused the disconnection from the connectors to be difficult. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced a connection issue; further described as "dialysate connection and transfer set were not separated during disconnection after dialysis". This occurred during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.